Event description:
The consumer reported the humidifier was spitting hot water which caused burns to her hand and arm. She did not seek medical attention for her burns. If the water used in a vaporizer has a high mineral content or the consumer has added too much salt to the water, it can cause the unit to over boil. The consumers are warned of the effect in the owners manual.